Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. Date of event is an approximation. On (B)(6) 2024, the pediatric patient had a seizure. The cgm was displaying 80 mg/dl while the bg was 30 mg/dl. The patient's parent called an ambulance and the patient was taken to the hospital where they were reportely hospitalized. The reporter did not provide further event details and the length of stay at the hospital is unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
On 09/20/2023, the pediatric patient had a seizure. The cgm was displaying 80 mg/dl while the bg was 30 mg/dl

Manufacturer narrative:
(B)(4).